Manufacturer narrative:
The technician investigated and found the right side CPR pivot bracket was slightly bent which caused the handle to stick. The technician replaced the pivot bracket to repair the bed.

Event description:
The account alleged that the head section is drifting down.